Event description:
It was reported by the customer that a pyxis medstation es system tower door failed. The customer reported that the tower continues to fail when attempting to retrieve the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch required replacement. A field service engineer replaced the latch to resolve. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, e3, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer found that latches on the tower doors were damaged. Replaced the latches to resolve the issue. The system functioned as intended after troubleshot by the field service engineer

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed. The customer reported that the tower continues to fail when attempting to retrieve the medication. There were no adverse events or injuries reported based on this incident.